Event description:
Our affiliate is reporting that during a meniscal repair that a portion of the distal tip of a se electrode broke off into the pt's joint space and remains therein. The case was concluded successfully without further incident. The complaint device is single use and had been reprocessed by the facility.

Manufacturer narrative:
The reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it has been reprocessed by the user facility, which adds another dimension to the failure issue. The responsibility of the failure and the root cause analysis is that of the re-processor, who is at this point in time, because of their actions, is the defac to MFR of the complaint device. This MDR is being filed to document this event. No further action is warranted.